Event description:
It was reported that after insertion of the iab, blood was noted in the helium tubing prior to pumping. The iab was removed and replaced without any complications.

Event description:
It was reported that after insertion of the iab, blood was noted in the helium tubing prior to pumping. The iab was removed and replaced without any complications.